Event description:
After firing 5 loads successfully the robotic stapler repeatedly gave an error message after the arm was inserted, message stating "can not initialize" while trying to calibrate stapler for the sixth firing. Multiple attempts for troubleshooting were made, including reloading the staple load, redraping the robotic arm, without success.